Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, high, out of range, pacing lead impedance was observed on the left ventricular (lv) lead. The lead impedance measurements have been slowly increased upward. Patient physiology was suspected rather than lead integrity issue. In clinic lead testing and programming change were suggested. The patient was stable.